Event description:
Patient experienced a urinary tract infection (uti) while using hm12 catheters. Patient's mother said he typically uses a closed system but their supplier sent hm12 instead. No device malfunction reported. Patient's mother said they think he got an infection because he is not using a closed system with gloves and betadine which allow for a sterile catheterization technique. Hm12 is a hydrophilic catheter but is not a closed system nor does it allow for sterile technique by itself. Patient is not able to wash his hands due to paralysis so the patient and his mother feel a closed system is needed. Patient was prescribed a 10 day antibiotic at the end of (B)(6) 2018 but this did not clear the infection. Patient went on a 2nd course of antibiotics on (B)(6) 2018.